Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005296 in question was manufactured at the reynosa site. The reference samples for the lot 6005296 have already been previously tested for visual inspection and tested for flow in the database (B)(4) on 11/aug/2024. All test results were found within specifications as per the test report database (B)(4) test report.pdf attached in this record. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to (wi) version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6005296 was manufactured according to the (wi) version 110 manufactured in the line inset 3, on 31/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005296 and two other complaints have been registered in database for the same lot 6005296 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) (B)(4) · 1. Include the defect in document (B)(4) (work instruction inset line) · 2. Improve guards of the conveyors · 3. Update trays for the stock of cannulas · 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. · 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address design root cause) and deadlines is as followed: · add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - (B)(6) 2025).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event which led him to hospitalization on (B)(6) 2024 for 5 hours. Highest blood glucose levels were reported to be 580 mg/dl during the event. Patient took multi-daily injection to address the event. Ketones levels were high. Patient received intravenous and fluids of saline and insulin in hospital. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.